Event description:
It was reported that during inspection prior to use, "tracheal cuff leak (small leak). Device removed entirely; therapy got delayed due to this defect but no harm to the patient".

Manufacturer narrative:
(B)(4).n/a.other remarks: n/a.corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during inspection prior to use, "tracheal cuff leak (small leak). Device removed entirely, therapy got delayed due to this defect but no harm to the patient".

Manufacturer narrative:
(B)(4). The reported issue of cuff leakage was confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Based on the investigation conducted, it was found that the returned sample had a leakage on the bronchial cuff. The leakage was observed during the water leak test, where air bubbles were seen escaping from the cuff. Visual inspection confirmed the presence of a tear on the bronchial cuff, appearing as an open cut with visible separation along the edges. The device history record was reviewed and no issue related to complaint was noted. The root cause of the defect could not be determined at this stage. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during inspection prior to use, "tracheal cuff leak (small leak). Device removed entirely, therapy got delayed due to this defect but no harm to the patient".